Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A representative of an eye surgical center reported that there was balanced salt solution leaking from the cassette into port number two of the laser. Additional information has been requested.